Manufacturer narrative:
By checking the DHR of the lot# involved (15aa9at), no anomaly was found. This is the first and only complaint received on this lot#. We will provide a final MDR once the investigation will be concluded.

Event description:
Intraoperative issue occurred on the (B)(6) 2019. During smr reverse revision surgery, impactor - extractor tool (code# 9013.74.141, lot# 15aa9at) got stuck in the glenosphere and the thread of the instrument broke off into it. Therefore, it was decided to implant a new glenosphere but the impactor-extractor got stuck again because, as it has been later found, the tt peg had separated from the tt glenoid. In the end, it was decided to convert to cta head. The incident caused approximately 60 minutes of prolonged surgery.